Event description:
It was reported that "while inserting tlif bone, the end of the inserter broke off, we removed the metal piece from the operative field and used secondary inserter."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.